Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high out of range shock impedances. Troubleshooting options were recommended. A x-ray was performed and the s-ICD system looked good and the plan is continue monitoring. No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high out of range shock impedances. Troubleshooting options were recommended. No adverse patient effects were reported. This product remains in service.